Manufacturer narrative:
D3, d4 - catalog #, d7a: corrected. H3, h6: updated. The suspect product was returned for evaluation. Visual inspection was performed and was found that there was a 'c' shaped cut on the cuff. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.

Manufacturer narrative:
B3: unknown; month and year valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air leaks from the cuff. Per reporter, the event occurred during patient use. No adverse event was reported.